Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred while loading multiple cartridges. There was no reported impact to blood glucose. Customer reverted to using manual injections for insulin therapy.